Manufacturer narrative:
H3: product ID# 977006, s/n:(B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Upon receipt, no telemetry was observed. Destructive analysis determined that there was abnormal function of an integrated circuit on the hybrid circuit board of the implantable neurostimulator (ins). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable neurostimulator experienced several issues following cardioversion procedures. The patient noticed changes in their back and was informed by a representative that the implant battery had failed. Troubleshooting revealed that a connection could not be established past 73%, and a service code 323 was encountered. The neurostimulator "cut off" after cardioversions, and communication attempts stopped at 75%. A message indicated the device had been reset, with codes 0x12 and 0x80000000. Therapy was off, and the device could not provide the requested therapy due to high stimulation settings, with amplitude needing to be reset to 0 for all programs. The neurostimulator was likely damaged from cardioversion, and replacement was recommended. The patient underwent two cardioversions on (B)(6) 2024, and one on (B)(6) 2024. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's implant did not have the correct settings programmed when a cardioversion procedure was performed. The device was turned off during the procedure, but the implant is now non-communicative, and premature/abnormal ins depletion was reported. The device was replaced and the issue resolved, and the device will be returned for analysis. The rep noted they would submit any new information that becomes available.